Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in poland.

Event description:
It was reported that the unit was sent for maintenance, but repair was needed. The unit was not cutting properly due to damaged/worn meshgraft cutter. There was no patient involvement. Due diligence is complete, there is no additional information.